Event description:
A pump exchange was successfully performed on (B)(6) 2018.

Manufacturer narrative:
The evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported pump stop events on a battery power. Prior to disassembly of the device, evaluation of the inflow and outflow conduit revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of depositions or thrombus formations. The driveline segments of the returned pump were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities. Use of rescue tape was observed. Upon removal of the rescue tape, damage to the silicone jacket was observed. The clear bionate appeared unremarkable. Shield breakdown was observed in multiple locations throughout the driveline. Breaches in the insulation of the yellow, orange, green, brown and black wires were observed. These breaches appeared consistent with wire fatigue and abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for high potential (hi-pot) testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. If the exposed conductors of any of the compromised wire contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the system to stop. If the exposed conductors of any of the wires made direct contact with each other or simultaneous contact with the metal braided shield, the resulting short would have contributed to the pump stop events captured in the submitted log files while the system was operating on battery power. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU provides also outlines indications of driveline wire damage as well as how to respond to such events. In addition, the IFU outlines all system controller alarms as well as how to respond. The patient remains ongoing on lvas support with a replacement device and no further events have been reported. A review of the device history records found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device - 3 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2015. It was reported that the patient experienced low flow and slow speed advisory alarms while on batteries. During hospital visit, the healthcare providers reviewed history and discovered that a pump stoppage event occurred while the patient was on batteries. The patient did not experience any adverse consequences. The team plans to exchange pump due to alarms on batteries. A date for exchange has not yet been determined. The pump will return after the exchange. No further information was provided.